Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving flex dosing of hydromorphone 9.7 mg/ml at a daily dose of 4.1455 mg per day and fentanyl 2,000 mcg/ml at a daily dose of 854.7 mcg per day at via an implantable infusion pump for non-malignant pain. It was reported the patient had failed a routine catheter dye study that occurred on (B)(6) 2016 secondary to catheter occlusion. The catheter access port (cap) could not be aspirated due to the occlusion. Per the telemetry strip provided, the patient's daily dose was decreased by twenty four percent that day as well down to a hydromorphone dose of 3.1508 mg per day and a fentanyl dose of 649.6 mcg per day. The pump's elective replacement indicator (eri) was at 5 months at the time of interrogation that day. The patient did not experience any signs/symptoms. The event was related to the device or therapy, but not related to the implant procedure. As a result of the event, the catheter was explanted/replaced and disposed of according to biohazard instructions. The outcome was listed as resolved without sequelae as of (B)(6) 2016. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.